Event description:
A malfunction was reported on the pump. The customer could not confirm the fault ID because they reset the pump on their own prior to contacting technical support. There was no reported adverse impact to the customer's blood glucose level. Customer reset pump, confirmed it was working, and decided to continue using it while waiting for replacement pump already on the way, and no additional troubleshooting was completed because fault information could not be confirmed after reset.